Event description:
Caller reported possible (B)(6) troponin I (tni) result on triage carioprofiler kit vs laboratory (B)(4) negative result. According to data received from the customer, this pt had dyspnea/anxiety. The triage tni result was positive while the lab result was negative. The pt's discharge diagnosis was depression. No further pt info was provided.

Manufacturer narrative:
Product support tested profiler w49548 for a previous complaint. Observations are for tni recovery. No false negative or low bias in tni recovery were observed with the positive control sample. No discrepant result, false positives, or high bias in tni recovery were observed with any sample. The package insert for the triage cardiac devices states that the clinical cut off for troponin I (tni) is 0.40 ng/ml. All values obtained by the customer were below 0.20ng/ml. Based on the claims specified in the package insert no positive tni results were observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Ths issue will eb tracked and trended to detect nay further occurrence. (B)(4). No corrective action required at this time as no product deficiency was established.